Manufacturer narrative:
The reported events were lead dislodgement due to twiddler¿s syndrome and "rv lead exhibited unsatisfactory parameters". A complete lead was returned in one piece for analysis with the helix extended and clogged with blood/tissue. The full helix extension length was measured within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead and right atrial (ra) lead had dislodged due to twiddlers syndrome. It was also noted that the rv lead exhibited unsatisfactory parameters. The patient was presented lead revision procedure. During the procedure, it was noted that the helix of the ra lead became stuck. The rv lead and ra lead were explanted and replaced. The patient was in stable condition.